Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer mentioned that he had low readings for the past 2 weeks. Customer's blood glucose reading was 40 mg/dl. The customer treated with glucose tablets, food and soda. The customer was not able to get his low blood glucose issues under control. The customer believes it is an issue with getting settings adjusted correctly and not needing to troubleshoot the pump.